Event description:
Health professional reported the removal of a lap-band access port due to an alleged leak. The leak was noted on the "port tubing and appeared to be worn through at the site of the connector." The leak was first noticed when the "patient experienced loss of restriction and came into the clinic to be assessed." At that time, the surgeon accessed the port and noted "fluid was missing." The surgeon "was able to pull back yellow colored fluid." No diagnostic testing was done. The port was removed and replaced.

Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. No additional information has been reported to allergan regarding the serial number of the device. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."